Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for opened tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for opened tube with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that sterile breach occurred before use with a bd vacutainer® fx 10mg 8mg plus blood collection tubes. The following information was provided by the initial reporter, "a tube was already opened inside the plastic." 100 occurrences were reported.